Event description:
The customer reported an oil mist coming from their unit. There were no reports of injury related to the oil mist. The asp field service engineer went to the facility and repaired the unit.